Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics. The pump was unable to verify lost sensor alarm due to blank display. The pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she accidentally washed her pump in the washer and there is liquid under the display and inside the pump. The customer declined to troubleshoot. The insulin pump will be returned for analysis.